Manufacturer narrative:
Initial and final (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of insulin flow blocked with two infusion sets on (B)(6) 2026. Blood glucose level at the time of event was high and was treated with bolus from pump. No further information available.